Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unspecified occlusion issue with the pump. It was reported that the patient's blood glucose (bg) was greater than 250mg/dl and less than 500mg/dl with no reported symptoms and no additional information was available. The alleged bg excursion with no symptoms does not meet criteria for a serious adverse event. This complaint is being reported because the issue remained unresolved.